Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown as information was not provided. Section a-3a patient sex: unknown as information was not provided. Section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting the preloaded dib00 intraocular lens (iol), it was reported to have been received upside down inside the cartridge. The doctor had to manually correct the lens position and iol was implanted in the patient's eye. The suspect iol is not available for return. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. No further information is available.